Manufacturer narrative:
On october 13, 2023, mentor received additional information indicating that the patient also experienced left breast capsular contracture (baker grade unknown). In addition, the correct replacement devices were provided as the following: (right) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 9858026 sn: (B)(6), and (left) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 9858026 sn: (B)(6). This medwatch form is for the right breast prosthesis. The capsular contracture on the left breast will be reported under mrn: 1645337-2023-12850.

Manufacturer narrative:
On august 15, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 300cc breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile saline breast prosthesis. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023. The replacement device was a mentor saline implant.

Manufacturer narrative:
On august 3, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the suspect medical device's lot number was 5592156. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received additional information indicating that the patient's implant was damaged during water skiing. On august 9, 2023, mentor became aware that the patient's implants were replaced with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505001bc, lot: 9877245, sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505001bc, lot: 7693960, sn: (B)(6).

Manufacturer narrative:
On november 1, 2023, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 300cc breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.